Event description:
Related manufacturer reference number: 3006705815-2024-01252. It was reported the patient was unable to enter MRI mode. Diagnostics indicated both leads had high impedance. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.